Event description:
A customer reported that they are having problems and with their glucometer elite system. They stated that instead of seeing all eight's in the display it displays only an "8l". The customer stated that they never abused the system. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.